Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the stomach during a laparoscopic gastric bypass procedure, the device did not fire. A new handle was used to complete the case. There was no patient injury.